Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not display the cartridge empty error message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.